Event description:
Literature was reviewed regarding ¿diminishing endograft apposition during follow-up is an important indicator of late type 1a endoleak after endovascular aneurysm repair¿ the time frame of this study was over a nine-year period. Multiple manufactures products were implanted. Endurant and talent stent grafts were implanted in the patient population. This study investigated the evolution of the shortest apposition length (sal) post-evar and hypothesized that a declining apposition during followup may be an indicator of type ia endoleak development. Among the patient population the following malfunctions occurred: ia endoleak, inadequate seal, migration no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿diminishing endograft apposition during follow-up is an important indicator of late type 1a endoleak after endovascular aneurysm repair¿ zuidema, r.; geraedts, a.c.m.; van veldhuizen, w.a.; mulay, s.; de vries, j.-p.p.m.; schuurmann, r.c.l.; balm, r journal of clinical medicine . 2023, 12, 3969. Https:// doi.org/10.3390/jcm12123969. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.